Manufacturer narrative:
If implanted, give date: (B)(6) 2014. Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that leg pain and stent explantation occurred. In (B)(6) 2014, a promus premier¿ stent was implanted in the right posterior tibial artery. In (B)(6) 2015, the patient presented with leg pain. A non bsc plaque excision system was advanced to the lesion however, the nosecone of the excision system became stuck in the previously implanted stent. When the plaque excision system was removed, the previously placed stent was pulled out and was explanted. The physician dilated the area where the stent was and the procedure was completed using a different device. The leg pain was resolved and no further patient complications were reported. The patient's status was fine.